Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the button error alarm. The keypad was unresponsive. Customer's blood glucose level was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.